Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer filled the cartridge with cold insulin. Customer was educated on loading room temperature insulin into cartridges. Customer¿s blood glucose level was 342 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.